Event description:
It was reported by customer that, the cardiosave intra-aortic balloon pump (iabp) had compressor related malfunction. Customer have a limit of <451mmhg for unregulated vacuum level but customer test result is 483. It is unknown under which circumstances this event occurred and it is unknown whether a patient was involved and no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, b5, d8, g3, g6, g7, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - h6 (medical device ¿ problem code). This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If information is received, the complaint will be reopened and updated.

Manufacturer narrative:
Due to character limit in the e1 section the full event site telephone is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported bu customer that the cardiosave intra aortic balloon pump had compresser related malfunction.

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g3, g6, h2, h11. Event date is unknown however this was reported on the 16th of july by the customer.